Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The death, thrombus, myocardial infarction, angina, dyspnea, and occlusion, requiring medication, revascularization and re-hospitalization mentioned are filed under separate MFR numbers. Literature attachment: bioresorbable coronary scaffold thrombosis multicenter comprehensive analysis of clinical presentation mechanisms and predictors.

Event description:
This is filed to report the device malfunction. It was reported through a research article identifying the absorb bioresorbable vascular scaffold (bvs) that may be related to the following: death, thrombus, myocardial infarction, angina, dyspnea, and occlusion, requiring medication, revascularization and re-hospitalization, and the device malfunction of wall apposition. Details are listed in the attached article, titled bioresorbable coronary scaffold thrombosis multicenter comprehensive analysis of clinical presentation mechanisms and predictors. Please see article for additional information.